Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
While the robot was driving to the first trajectory, the surgeon stepped on the pedal to drive to the first trajectory, and the robot immediately had a communication error and had to be restarted. There was no contact made with the robot before the error occurred. This resulted in a 5 minutes delay. The second event occurred while the surgeon attempted to clear the robot arm in the cooperative mode. After completing a trajectory, the robot was placed in free and fast to clear the robot arm from the patient head. The surgeon had his foot on the pedal, and grabbed the instrument holder and attempted to bring it upwards above the patient head. Initially the robot arm turned at a 180 degree to reach this trajectory, so when the surgeon was clearing, he was bringing the arm straight upwards and the robot had a communication error and shut down. This resulted in a 5 minutes delay. Once rebooted, the arm was cleared outwards and then above the head to be able to rotate the robot arm back to standard position. The last event occurred while driving to the last trajectory. While on the pedal, the robot arm was driving to the last trajectory. There was a communication error and had to be restarted while still driving in automatic mode. There was no contact made with the robot before the error occurred. This resulted in a 5 minutes delay.

Manufacturer narrative:
It was reported that multiple communication failures occurred during a surgery. DHR review and review of complaint history were not performed based on the low severity of this complaint. According to technical investigation the cause of the first communication failure is a known anomaly. The cause of the second communication failure is a shared memory error. The cause of the third communication failure is also a known anomaly.

Event description:
While the robot was driving to the first trajectory, the surgeon stepped on the pedal to drive to the first trajectory, and the robot immediately had a communication error and had to be restarted. There was no contact made with the robot before the error occurred. This resulted in a 5 minutes delay. The second event occurred while the surgeon attempted to clear the robot arm in the cooperative mode. After completing a trajectory, the robot was placed in free and fast to clear the robot arm from the patient head. The surgeon had his foot on the pedal, and grabbed the instrument holder and attempted to bring it upwards above the patient head. Initially the robot arm turned at a 180 degree to reach this trajectory, so when the surgeon was clearing, he was bringing the arm straight upwards and the robot had a communication error and shutdown. This resulted in a 5 minutes delay. Once rebooted, the arm was cleared outwards and then above the head to be able to rotate the robot arm back to standard position. The last event occurred while driving to the last trajectory. While on the pedal, the robot arm was driving to the last trajectory. There was a communication error and had to be restarted while still driving in automatic mode. There was no contact made with the robot before the error occurred. This resulted in a 5 minutes delay.